Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was over delivering. Customer¿s blood glucose was 4.4 mmol/l at the time of incident. The customer treated for low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was using the insulin pump within 48 hours of low blood glucose event reported. The drive support cap was normal. The reservoir will be returned for analysis.